Event description:
It was reported that the valve was explanted because the patient dehisted their pericardial patch that was implanted along with the original implant. Reportedly, this caused a large valvular leak. Followup with the physician's office indicated that the valve was explanted due to perivalvular mitral regurgitation.

Manufacturer narrative:
Device not returned.